Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line of the homechoice cassette during the set up for peritoneal dialysis therapy. The care giver (cg) stated that when they went to pull the pull ring cap off, fluid leaked out of the patient line. The fluid was no longer to the top of the patient line. The cg needed assistance and the technical service representative advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.